Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report the following is corrected information: reportedly, the arteriotomy closure of a common femoral artery was achieved using a starclose se device.

Event description:
It was reported that after an arterial catheterization, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, immediately after the procedure sheath was replaced with the starclose se exchange sheath, when the guide wire was removed blood sprayed out of the exchange sheath onto a catheterization laboratory staff member. Bleeding was able to be controlled. Hemostasis was achieved using the initial starclose se device. Because the patient is positive for human immunodeficiency virus (hiv), the staff member is being treated with post-exposure prophylaxis. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.